Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log provides evidence of the reported malfunction with ECG lead off messages, however, this does not indicate a device malfunction. The associated electrode pads were not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device did not have pacer output. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.